Event description:
A patient alleged that she experienced sharp nerve pain in her lower jaw, pain in tooth, yellowing, sensitivity and chipping of the teeth after wearing the simpli5.

Manufacturer narrative:
The patient went to a neurologist where she was diagnosed with trigeminal neuraligia and was prescribed carbamazepin, an anticonvulsant. The patient's symptoms subsided when she was fitted for a retainer; however, her teeth reverted back to her pre-straightened condition. The orthodontist advised her to start her treatment again; however, she experienced the same pain after continuing her treatment. The patient contacted the neurologist who considered that the pain was caused by a tray that had irritated a nerve. The orthodontist advised the patient to get a root canal for the pain for the one tooth and get a new impression for trays to continue treatment for straightening her teeth; however, the patient does not want any additional treatment. No product was returned; therefore, no evaluations can be conducted.